Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was noted to be unresponsive and was unable to be turned on. Customer reported blood glucose level was 225 mg/dl. Ultimately, customer was able to resume insulin delivery.